Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733686, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion for scoliosis, a 5 millimeter imprecision was noticed in the lateral direction following a second image acquisition for the procedure. It was noted that the accuracy was verified on a screw that had been placed with the first image acquisition in the procedure. A c-arm was brought into the operating room (or) to complete the procedure. There was no reported impact on patient outcome. While troubleshooting, it was reported that the imaging system used in the procedure functioned as designed as both side trackers were found to be accurate.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.